Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had claws don't close around calibration fixture. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of claws don¿t close around calibration fixture. Was not confirmed. Received on 05-mar-2026, pca devices were received unboxed and with paperwork. The unit passed the binary switches testing on asm. No other issues noted, no fault found. Device to be returned to san diego repair center for processing. Recommended bd san diego repair center to re-calibrate. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had claws don't close around calibration fixture. There was no patient involvement.